Event description:
It was reported that one time atrial bipolar impedance o f 38 ohms occurred. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).